Event description:
As reported by the edwards clinical specialist, during a transaortic valve implant (tavi) procedure, following deployment of the sapien valve, there were multiple paravalvular leaks. A second valve was implanted. Apical access was obtained and sheath insertion was ok. The valve was inserted and positioned within the native annulus. Upon deployment the physician felt the valve was a little low and tried to push it slightly aortic, but was unable to. The valve was catching on calcium and could not be moved forward. Position of valve ended up 40/60 ventricular. Echo showed pvl in a couple of different places. It was significant enough for the team to decide that a 2nd valve should be placed more aortic. The patient remained in stable condition while a 2nd valve was prepped and inserted. This time the valve was positioned more aortic and ended up in a good 50/50 position w/in the native annulus. Echo now showed zero ai. The patient left the room in stable condition. Additional information obtained through investigation indicated the patient's sinotubular junction (stj) was not calcified, its diameter was within normal limits and the degree of calcification was not significant enough to cause a concern. The patient's ejection fraction was 45-50%. Image intensifier angle and coaxial alignment were good. The sapien valve position pre-deployment was between 50:50 to 40:60 ventricular. The sapien valve positioning post-deployment was 40:60 and for the second valve was 50:50. Balloon inflation was held during deployment = 3 seconds and there was no loss of pacing capture during deployment.

Manufacturer narrative:
Result and conclusion codes were revised. This patient was randomized to the (B)(4) clinical study for aortic stenosis, nyha class IV. He underwent transapical implantation of two 26mm edwards sapien transcatheter heart valves. Cine images for this case were submitted to edwards for review; echo was not provided. The imaging was reviewed by edwards' medical staff. Observations: cine- moderate-severe aortic valve calcification, moderate aortic root calcification, image intensifier angle poor with middle cusp low, poor coaxial alignment of sheath/delivery system, good coaxial alignment of valve orthogonal to plane, 50:50 valve positioning, no loss of pacing capture, ventilation held, stable valve deployment without movement of the valve, post deployment aortic regurgitation, valve in valve performed with 2nd valve 5 mm aortic to 1st valve. Tee- bulky calcification of non-coronary cusp (ncc) and left coronary cusp (lcc). No sinus of valsalva (sov) obliteration. Position of ventricular aspect of valve on mitral hinge point. Significant paravalvular leak (pvl) on short axis on ncc / lcc aspect; no transvalvular leak, pure pvl. Normal leaflet mobility of all 3 sapien cusps. Impression pvl is attributable to bulky calcification of ncc / lcc, and not due to valve function. Per the device's instructions for use (IFU), complications associated with aortic valve replacement and bioprosthetic heart valves include but are not limited to paravalvular leak. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Some pvl is expected post deployment. Many cases are mild to moderate (<3+), and either resolve over time or do not cause symptoms. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, patient factors appear to have contributed to the event. The pvl was a result of the patient's bulky calcification of the ncc and lcc, and not due to valve function. No further actions are required at this time.

Manufacturer narrative:
The device remains implanted in the patient. The device history record (DHR) review of the effected valve shows the device met specifications prior to distribution of the device. Investigation of this event is ongoing

Manufacturer narrative:
The name of the clinical study was corrected: this patient was randomized to the (B)(4) clinical study for aortic stenosis, nyha class IV.